Event description:
Globus medical was notified that a revision surgery had taken place on (B)(6) 2012, for the removal of two broken rods. Sales rep reported per doctor that pt leaned over to clean behind washer and heard and felt a pop. She then felt intense pain in her lower back. X-rays revealed broken rod. Original surgery took place on (B)(6) 2011, support was from (B)(4), revision surgery took place on (B)(6) 2012. Once surgery was underway, it was noticed two rods had broken. Doctor removed the two broken rods, and replaced them with new cocr rods 500mm.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, however a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were mfg within specs, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the 5.5 mm straight rod cocr, 500mm design conforms to all applicable standards, and there was no deviation in the mfg process. There is no indication that the issue was a result of product defect or malfunction. The date of manufacture cannot be determined without lot number.